Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noted that the outer sheath was broken at the distal end. The physician used another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noted that the outer sheath was broken at the distal end. The physician used another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the clear distal tube was detached/broken from the blue outer sheath at the distal section. No other issues with the device were noted. The reported event was confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of released for distribution. Numerous controls/inspections are in place throughout the manufacturing process for the detection and prevention of device defects and there is no evidence that the device failed to meet specification prior to shipping. Therefore, the noted damage of the returned device most likely occurred as a result of storage or shipping. The most probable root cause is cause traced to transport/storage.